Event description:
The unit experienced a circuit breakdown and an increase in temperature. Unit is being returned for further investigation and analysis.

Manufacturer narrative:
The unit has been returned to the manufacturer and an evaluation is currently taking place. An additional report will follow.